Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return that the hold capacitors required replacement and further noted that the rate knob and high rate cover were missing, the device and battery chamber were sticky, the upper and lower cases were damaged, the lower case had a screw missing and the cover ring was cracked. The device was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's capacitor needed to be replaced and its on/off button was broken. The generator was returned for service. No patient complications have been reported as a result of this event.